Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the patient admitted to picking at suture thus leading to an infection at the wound closer site. The patient was treated with antibiotics and the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to the infection. No additional adverse patient effects were reported.